Event description:
It was reported the catheter was being placed into the patient's right arm in the intensive care unit. The clinician experience difficulty when threading the catheter into the introducer. He stated it felt weird and very tight during insertion. When he tried to pull back on the catheter, the introducer pulled out. The clinician noticed the PICC went right through the side of the introducer. Everything was removed and a new mst kit was opened, and he used the introducer in that kit, and was able to thread the PICC. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device photograph and additional information were evaluated, and the event was determined to be a result of a product malfunction, therefore, it is reportable. The actual sample is not expected to be returned for evaluation.